Event description:
Customer reports of having problems with inserter for infusion set. Customer also reports sure t infusion set was not sticking to skin and has had to put tape around site. Customer also reports that she has not gotten any insulin delivery. Customer's blood glucose was 400 mg/dl. Customer was not able to troubleshoot due to being at work and not having sets with her. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.